Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states when the doctor was connecting the catheter, a leak was detected in the venous lumen at the y junction. The catheter was implanted on (B)(6) 2012 in right subclavian. The catheter was in place for (B)(6). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.